Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610773-2024-00256 (patient identifier (B)(6) ). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image displayed a green image due to a broken charged coupled device. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, it was observed that the video telescope displayed a green image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information. Updated fields: b3.